Manufacturer narrative:
An event regarding disassociation regarding a secur fit stem was reported. The event was confirmed by material analysis of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device revealed: damages were observed on the neck of the stem, consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process in addition to biological fixation were also observed on the stem. The material analysis concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process and impingement were observed on the insert. Scratching was also observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the head was consistent with astm f1537 alloy, the stem was consistent with astm f136 alloy, and the debris from the head is consistent with the stem base alloy, biological material and an oxide. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the material analysis concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process and impingement were observed on the insert. Scratching was also observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the head was consistent with astm f1537 alloy, the stem was consistent with astm f136 alloy, and the debris from the head is consistent with the stem base alloy, biological material and an oxide. The exact cause of the event could could not be determined because insufficient information was provided. Further information such as device identification, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient dislocated his primary implant due to aseptic loosening caused by metallosis created from the trunnion and the headball. The headball eventually disassociated from the stem in vivo. Patient required revision surgery".

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
As reported: "patient dislocated his primary implant due to aseptic loosening caused by metallosis created from the trunnion and the headball. The headball eventually disassociated from the stem in vivo. Patient required revision surgery".